Event description:
It is reported that medical tibial avulsions were occurring when using these sized femoral finishing blocks. The avulsion were said to occur when doing the trial range of motion.

Manufacturer narrative:
Other device used: catalog # unk, unk zimmer femoral finishing block, lot # unk. This report will be amended when our investigation is complete. .